Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), fallopian tube perforation ("perforation"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included thyroid cyst and cesarean section (1999, 2000, 2003.). Previously administered products included for an unreported indication: mirena from (B)(6) 2011 to (B)(6) 2011. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included abdominal pain, vomiting, asthma bronchial, nausea, eye pain, tobacco use disorder, eye redness, chest pain, menorrhagia, dysmenorrhea, depression, smoker, vaginal discharge and anesthesia. Concomitant products included bupropion, doxycycline (vibramycin), ibuprofen, metronidazole (flagyl), ondansetron, ondansetron (zofran), promethazine (phenergan), quetiapine, salbutamol sulfate (albuterol sulfate), triamcinolone acetonide (azmacort) and vicodin (hydrocodone w/acetaminophen). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (ilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, ectopic pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date ((B)(6) 2007 and (B)(6) 2007) and explant date ((B)(6) 2014 and (B)(6) 2014) respectively. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 2-oct-2018: mr received. Event added per mr: pelvic inflammatory disease. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), fallopian tube perforation ('perforation'), pregnancy with contraceptive device ('pregnant with essure micro-insert'), abortion spontaneous ('miscarriage'), genital haemorrhage ('abnormal bleeding'), procedural haemorrhage ('the doctor told you were bleeding out on the table') and dyspnoea ('there was complications with my breathing') in a 31-year-old female patient who had essure (ess205) (batch no. 12277465,12279611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included thyroid cyst, cesarean section (1999, 2000, 2003.), bipolar disorder, sciatica and diverticulitis. Previously administered products included for an unreported indication: mirena from (B)(6) 2011 to (B)(6) 2011. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included abdominal pain, vomiting, asthma bronchial, nausea, eye pain, tobacco use disorder, eye redness, chest pain, menorrhagia, dysmenorrhea, depression, smoker, vaginal discharge and anesthesia. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin), colecalciferol (vitamin d 3), doxycycline, ibuprofen, metronidazole (flagyl), ondansetron, ondansetron (zofran), promethazine, quetiapine, quetiapine fumarate (seroquel), salbutamol sulfate (albuterol sulfate), salbutamol sulfate (proair hfa), triamcinolone acetonide (azmacort), varenicline tartrate (chantix) and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In september 2005, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss") and back pain ("low back pain. Pain was mostly on the left"). In (B)(6) 2005, the patient experienced hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats,") and cystitis ("nfection (bladder/ urinary tract/vaginal) type: bladder infections,"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abdominal bleeding (menorrhagia)") and nausea ("nausea,"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 8 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant) and dyspnoea (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes), bilateral salpingectomy (bilateral removal of fallopian tubes) and intubated and blood had to be given). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, procedural haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea, dyspareunia, alopecia, back pain and dyspnoea outcome was unknown, the hot flush, night sweats, cystitis, migraine, vaginal discharge and weight increased had resolved and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abortion spontaneous, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, procedural haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date ((B)(6) 2007 and (B)(6) 2007 & (B)(6) 2005) and explant date ((B)(6) 2014 and (B)(6) 2014) respectively. Complications you have had during any of your pregnancies-1 miscarriage, all three I had to have a stitch placed in my cervix and I had to remain on bedrest. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: bilateral occlusion and the healthcare provider tell about the results that essure was properly placed.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received: new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hormonal changes describe: hot flashes and night sweats, infection (bladder/ urinary tract/vaginal) type: bladder infections, migraines / headaches, dysmenorrhea (cramping), nausea, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, low back pain were added. New concomitant conditions were added. New reporters were added. New dob was added. New lot numbers were added. Previously reported event ectopic pregnancy was updated to pregnant with essure micro-insert and miscarriage, also updated the pregnancy outcome to spontaneous abortion. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), fallopian tube perforation ('perforation'), pregnancy with contraceptive device ('pregnant with essure micro-insert'), abortion spontaneous ('miscarriage'), genital haemorrhage ('abnormal bleeding'), procedural haemorrhage ('the doctor told you were bleeding out on the table') and dyspnoea ('there was complications with my breathing') in a 31-year-old female patient who had essure (ess205) (batch no. 12277465,12279611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included thyroid cyst, cesarean section (1999, 2000, 2003), bipolar disorder, sciatica, diverticulitis, multiparous, multigravida and cervix cerclage procedure (1999, 2000, 2003). Previously administered products included for an unreported indication: mirena from march 2011 to april 2011. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included abdominal pain, vomiting, asthma bronchial, nausea, eye pain, tobacco use disorder, eye redness, chest pain, menorrhagia, dysmenorrhea, depression, smoker, vaginal discharge and anesthesia. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin), colecalciferol (vitamin d 3), doxycycline, ibuprofen, metronidazole (flagyl), ondansetron, ondansetron (zofran), promethazine, quetiapine, quetiapine fumarate (seroquel), salbutamol sulfate (albuterol sulfate), salbutamol sulfate (proair hfa), triamcinolone acetonide (azmacort), varenicline tartrate (chantix) and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In august 2005, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In september 2005, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss") and back pain ("low back pain. Pain was mostly on the left"). In october 2005, the patient experienced hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats,") and cystitis ("nfection (bladder/ urinary tract/vaginal) type: bladder infections,"). In april 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abdominal bleeding (menorrhagia)") and nausea ("nausea,"). In january 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 8 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant) and dyspnoea (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes), bilateral salpingectomy (bilateral removal of fallopian tubes) and intubated and blood had to be given). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, procedural haemorrhage, dyspnoea, pelvic pain, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea, dyspareunia, alopecia and back pain outcome was unknown, the hot flush, night sweats, cystitis, migraine, vaginal discharge and weight increased had resolved and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abortion spontaneous, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, procedural haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 & (B)(6) 2005 and explant date (B)(6) 2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2005: bilateral occlusion and the healthcare provider tell about the results that essure was properly placed.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pelvic inflammatory disease. Lot number: 12277465 manufacturing date: 2005-02 expiration date: 2007-01. Lot number: 12279611 manufacturing date: 2005-03 expiration date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.